Event description:
Retropatellar arthrosis on left knee after implantation of a tc-plus knee. Surgical intervention required to replace the patellar. The tc-plus femoral and tibial component as well as the tibial insert remained in situ.